Event description:
It was reported that after a diagnostic cerebral angiogram, arteriotomy closure of the common femoral artery was achieved using a starclose se device. The starclose se deployment was uneventful and the device clip achieved hemostasis. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. Postprocedure the patient reported a hypersensitivity to nickel, although she has not been tested for nickel allergy. The patient stated she was not questioned prior to the procedure regarding an allergy to nickel. The patient is asymptomatic but will be monitored for signs or symptoms of nickel reaction. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). No product deficiency was reported. The starclose se instructions for use states that the starclose se vascular closure system is contraindicated for the use of patients with hypersensitivity to nickel-titanium. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Reported device (B)(4): the starclose se device clip was reportedly used in a patient with hypersensitivity to nickel. The clip is manufactured using nitinol, which is a nickel and titanium alloy. It should be noted that the starclose se instructions for use states that the starclose se vascular closure system is contraindicated for the use in patients with hypersensitivity to nickel-titanium.